Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle and air/water channel of the insertion section was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a defective air/water supply from the air/water flow system. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, a foreign object came out of the nozzle and the insertion part of the air/water channel had a foreign object was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions found during device evaluation were as follows: due to clogging of nozzle no air and water was fed, due to wear of angle wire the bending angle in up direction did not meet the standard value, adhesive on bending section cover (a-rubber) had a chip, crack and white-clouded area, switch 1 (sw1) had a cut, plastic distal end cover (c-cover) had a dent, connecting tube had a scratch, universal cord had a scratch, image guide (ig) protector had a scratch, and the protector of universal cord on suction connector (s-connector) side had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.